Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of death and ventricular fibrillation are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Additionally, this incident was reviewed by an abbott vascular clinical specialist. The reviewer concluded: as reported by the physician, death in this case was due to cardiac tamponade and progressive ventricular fibrillation arrest/asystole and rx graftmaster did not cause or contribute to patient death. In this case, rx graftmaster is only secondarily involved in that it is not clear if it sealed the perforation. There is no evidence of a product issue related to rx graftmaster in this case.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid right coronary artery. A 2.8x26mm rx graftmaster covered stent was deployed at 15 atmospheres. However, the patient's health was declining prior to rx graftmaster use. It is uncertain if the perforation sealed as the patient died during the procedure. The ultimate cause of death was from tamponade and progressive ventricular fibrillation arrest/asystole. An autopsy was not performed. Per the physician, the use of the rx graftmaster did not cause or contribute to patient death in any way. No additional information was provided.